Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the clips of the ra320 were crooked. There was no consequence to the patient.